Event description:
During a percutaneous transluminal angioplasty to the iliac artery, the balloon of the palmaz was inflated to 15atms; however, the balloon would not inflate and the stent could not be deployed. Therefore, the product was withdrawn from the patient, the balloon was re-inflated until 20atms; however, the balloon failed to inflate again. The balloon lost pressure. The product was advanced to the lesion over the guidewire (radifocus/terumo) through the sheath introducer (7fx 25cm/radifocus). There were no links observed in the balloon. There were no noted kinks observed. There was no resistance encountered while advancing the product to the lesion. The vessel had mild calcification, mild tortuousity, and 90% stenosis. The product was clinically used without any adverse consequences to the patient (male, age: unknown). The product will be returned.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.